Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir had leak. Customer's blood glucose level was 78 mg/dl at the time of incident. Customer stated insulin came out of the bottom of the reservoir. Customer stated that the o-rings came out when taking plunger out. The insulin pump will be returned for analysis.